Manufacturer narrative:
Continuation of d10: product ID mdt-neuro, serial# unknown, implanted: (B)(6) 2012, product type other. Product ID 3387s-40, lot# va0yftq, implanted: (B)(6) 2015, product type: lead; product ID 3387s-40, lot# v539902, implanted: (B)(6) 2011, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: mdt-neuro, product ID: 3387s-40, serial/lot #: (B)(6) ubd: 25-jun-2018, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(6) ubd: 23-jul-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported  by the patient that the battery was not working , displaying a message indicating "out of range, speak with clinician," the patient  was experiencing uncontrollable shaking, and the stimulation settings could not be adjusted.  It was confirmed that therapy was on. During programming,  an impedance check revealed high impedance in the right lead and on contact #3 of the left lead. A positional break was suspected, likely in the extension, following a ipg device replacement on march 12th, during which normal impedances were observed in the operating room. No interventions have been taken yet, and the issue remains unresolved.

Manufacturer narrative:
Continuation of d10: product ID mdt-neuro serial# unknown implanted: (B)(6) 2012: product type other product ID 3387s-40 lot# va0yftq implanted: (B)(6) 2015: product type lead product ID 3387s-40 lot# v539902 implanted: (B)(6) 2011: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing representative. Manufacturing representative reported that the cause of high impedances was unknown and that patient is scheduled to have extensions replaced. It was reported that issue has not resolved yet.